Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer noted that the pump may have been dropped prior to the malfunction. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 350 mg/dl.